Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the device was returned and analyzed with no anomalies found.

Event description:
It was reported that during an implant attempt, after the connection of the atrial (a) and ventricular (v) leads to the device, there was no device pacing output. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.